Event description:
It was reported that a patient experienced peritonitis and subsequently passed away coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. The next day after the onset, the patient was hospitalized for the peritonitis event. The treatment for the peritonitis event was not reported. Two days after hospitalization, the pd therapy was discontinued due to patient¿s choice and the pd catheter was removed. Five days after discontinuing the pd therapy, the patient passed away. The patient did not recover from the peritonitis event prior to death. The cause of death was reported to be the discontinuation of pd therapy but exact cause was unknown. It was unknown if an autopsy was performed. No additional information was available at this time. This is report 4 of 4 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. (B)(4).